Manufacturer narrative:
Patient city: (B)(6). Patient country: belgium request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in belgium. It was reported that the patient faced infusion set tape not sticking after three days of use event on (B)(6) 2026. No further information is available.